Event description:
On (B)(6) 2009, the patient reported that over the past month, he has noticed that the up and down buttons on his insulin infusion device work intermittently. The buttons pop up when pressed and his device has not been dropped. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.